Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that one device detached during wear, less than 8 hours after insertion. Patient stated they were sleeping when they suddenly felt insulin dripping onto their body. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
H3 and h6 codes: updated. One used device was returned for investigation. The visual inspection was performed, only received the applicator in an activated status. No damage or anomalies were observed. Two pictures were returned showing 4 cleo applicators and the top of a cleo applicator cap. Two of the cleos appear to have been activated, however the adhesive pad is still on the applicator. The complaint of infusion set detaching cannot be confirmed based on the returned sample. However, inspection of the returned picture showed failure of adhesive pad sticking to the patient. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.